Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the customer went to urgent care on (B)(6) 2017 for an infection at an insertion site on her arm. She was prescribed cefdinir (300mg capsules) to take twice daily for 10 days. On (B)(6) 2017, the patient went to the hospital where the area was excised, drained, and she was put under sedation. The patient was also provided antibiotics (bactrim 88mg/160mg, 1 tab twice daily). She visited the hospital again on (B)(6) 2017 and was advised to leave the cefdinir and continue the bactrim. Her blood glucose reached 389mg/dl while wearing the pod longer than 48 hours. The pod was thrown away.